Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation with a thermocool smarttouch sf and the patient experienced ventricular fibrillation, pulseless electrical activity (pea), and pericardial effusion that required cardiopulmonary resuscitation (CPR), defibrillation and pericardiocentesis. After ablation was completed, they were trying to induce ventricular tachycardia (vt). They were able to induce an arrhythmia, and the patient went into new morphology vt. This arrhythmia quickly turned into ventricular fibrillation (v-fib) and the patient was defibrillated. After being shocked, the patient went into pea. The patient had conduction but the heart was not pumping. The code team was called and they began CPR. Since transesophageal echocardiogram (tee) was available, they utilized it and discovered a pericardial effusion. A pericardiocentesis was performed. The patient was in stable condition. Patient was extubated the next day and was discharged. Patient required extended hospitalization; patient was in the cardiac intensive care unit (cicu) as the patient was not ready to be extubated right after the tap. The physician's opinion on the cause of the adverse event is combination of patient condition and speculated an agilis may have perforated somewhere but this was never proven. Procedural activated clotting time (act) was over 300. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.